Manufacturer narrative:
One device was returned for analysis. Visual inspection confirmed that one of the eyelets (patient's right-hand side) was severed all the way. No details were provided as to what was used to secure the trach. No root cause could be determined based on the limited details provided by the complainant.

Event description:
It was reported that the flange on the patient's bivona flextend custom length trach had torn. Per reporter, the trach was changed as a result of this product failure. The issue was resolved following the replacement trach. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.